Event description:
It was reported that during the pre-hospital discharge the device interrogation showed question marks in the patient information screen and the device was not able to be reprogrammed. The question marks were removed and relevant data was entered into the device which eliminated the programming interlock and the device could be programmed to the patient's needs. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis of the data found no anomalies.